Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto. The device was returned to a third party service center. During visual inspection of the device, corrosion was found inside the device. In addition, the inspection found corrosion on metallic surfaces, and unit scrapped. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
The manufacturer received information regarding a dreamstation auto. The device was returned to a third-party service center. During visual inspection of the device, corrosion was found inside the device. In addition, the inspection found corrosion on metallic surfaces, and unit scrapped. This report is being submitted for the corrosion found in the device during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.